Event description:
Nellcor neonatal-adult spo2 sensor is supposed to be stretchy and sticky so they can be applied to fingers, ears, etc. In the past few days, we have had at least 3 of these pulse ox's that are neither sticky not stretchy- this makes them unusable.